Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing, unspecified oversensing caused by incorrect port connection on the pacemaker. The physician elected to revise the pacemaker and install the leads in the correct port. The patient was in stable condition.